Event description:
During a routine colonoscopy, the snare device was placed in a pentax colonoscope (model ec-3801l). The device became lodged in the scope and could not be advanced. The device was withdrawn and a second snare was placed. The 2nd snare would not advance. A hot biopsy forceps was then inserted and pushed through the area of difficulty. The metal sleeve from the first snare exited the scope into the colon. The sleeve was not retrieved, but the 2nd snare was reinserted to complete the procedure without incident.